Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v029744, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported sudden shocking/vibration sensation and uncomfortable stimulation in (B)(6) 2015. As a result, the device was turned off. An appointment with the healthcare provider was scheduled as well as a battery replacement for the depleted battery. The indication for use included urinary dysfunction.